Manufacturer narrative:
A visual examination found that the device returned with the working length twisted, including the distal tip and cutwire. As a result of the twisted working length, the device orientation did not meet specification (likely due to operational context). Functionally, after advancing through an endoscope, the device was able to be bowed; however, the bowing was not in plane. The condition of the returned incident device was consistent with the complaint that the device was improperly oriented. However, the evaluation further revealed that the device bowed out of plane. During manufacturing, tome devices are 100% inspected, so the bowing issue likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that an ultratome xl sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, after advancing through the scope, the device orientation was improper. Reportedly, the device was oriented at the 3 o'clock rather than the 11 o'clock position. The physician's attempts to correct the orientation by rotating the tome were unsuccessful. The procedure was completed with another ultratome xl sphincterotome. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results; cutwire bowed out of plane.